Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site reported the system shut down in the middle of the case. It was noted that the customer tried to power cycle the system however the issue remained. The customer was finished with the robotic portion of the procedure therefore they stopped using the robot. The technical support engineer (tse) confirmed error 23003 indicating universal surgical manipulator (usm) 2 followed by usm2 being disabled. The tse confirmed that the customer meant that the system shut off and the error occurred after power cycling the system. The customer also contacted the field service engineer (fse) to advise them that the system powered on and did not show repeat error 23003. The customer disabled the arm instead of moving it to allow for proper homing sequence. It was noted that the issue the user encountered as arm was not free to move after the power cycle occurred. Intuitive surgical, inc. (Isi) contacted the nurse and obtained the following additional information about the complaint: it was confirmed that the issue occurred at the end of the procedure when pulling out the lobe. The case was completed robotically with no injury to the patient.

Manufacturer narrative:
The field service engineer (fse) spoke with the customer following the event. The customer noted that the system powered on and did not show repeat error 23003. No site visit was required. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer. Investigation revealed the following possible related system errors: error 23003 pointing to joint position limit universal surgical manipulator 2 axis 2, error 55001 pointing to system powered off, initiated from the patient side cart and error 55100 system powered on normal mode, initiated from the power button on surgeon side console 1. This complaint is being classified as a reportable event due to the following conclusion: the customer abandoned the system after the start of the procedure due to the system shutting down and not functioning after the start of a surgical procedure (post first port incision). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.